Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported via a maude event report that a mesh was placed into a patient's stomach to hold down hernias on an unknown date. The mesh broke into pieces and had to be removed creating scar tissue. The scar tissue caused frequent vomiting. When the scar tissue was removed, some intestine also had to be removed. Now frequent diarrhea occurs almost to a debilitating state. It was reported that at one point, the patient almost died from potassium deficiency caused by severe diarrhea and the patient had to be hospitalized for this deficiency. The patient lives on medication to curb diarrhea and its accompanying flatulence.